Event description:
An optometrist reported that a pt experienced 2 central corneal infiltrates in their left eye, approx 1 mm ea, associated with wear of focus night & day lenses. The pt had been wearing lenses on an extended wear schedule, typically more than 4 weeks in a row. The report states the pt had been participating in vigorous outdoor (dust & wind) sports and had been suffering with allergies just before they experienced a foreign body sensation. The pt was unable to remove the lens right away but did so within 24 hours. They did not wear the lens again until they had their eye checked 2 days later. They presented to the optometrist with foreign body sensation, pain, swollen eyelid, tearing, redness & light sensitivity. Pinpoint staining over the area. No cells or flare were present and no culture was taken. Treatment begun with ocuflox 1 drop every hour for the first day, then 1 drop every 2 hours on day 2, then one drop 4 times a day on day 3. No scarring & no change in visual acuity. Contact lens wear was resumed. No further info is available at this time.